Event description:
It was reported that the pump housing and usb port were damaged, affecting the customer's ability to charge the pump and causing it to shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections (mdi) as a backup therapy. The customer was instructed on various steps, including putting the original pump into storage mode and programming settings into the new pump. The customer also agreed to return the defective pump within ten days using the supplied return box and pre-paid label to avoid additional charges.